Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device posted a "ventilator fail" message during a running procedure. The user switched to manual ventilation and continued the procedure. No patient consequences have been reported.

Manufacturer narrative:
The device was returned to the manufacturer's repair workshop. The reported behavior could be confirmed by means of log file analysis. The error codes indicated a problem with the heating for the compact breathing system (cosy). The electronic pcb having the respective functionality embedded was inspected and, a burned capacitor could be identified. It was verified by testing that repair exchange of the respective board has put back the device into fully operable condition. There are no other similar cases known. In terms of root cause the issue incorporates a single event. The workstation has responded to the malfunction of a single electronic component as designed: the elevated temperature in the cosy was detected and the supervisor function forced a shutdown of automatic ventilation to prevent from serious damages. The shut down is accompanied by a corresponding alarm; manual ventilation, gas dosage as well as the monitoring functions remain available to the full extent. This allowed the user to manage the situation until a replacement device was available. No patient consequences have reportedly occurred.

Event description:
Please refer to initial MFR. Report #9611500-2017-00126.